Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced an st-segment elevation myocardial infarction (stemi) and thrombosis. About three hours after completion of a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure using a farawave catheter the patient experienced a stemi. Emergency percutaneous coronary intervention (pci) was performed. An angiogram was also performed which revealed signs of thrombus. The patient mostly recovered but required an extra day of hospitalization. The device is not expected to be returned for analysis.